Manufacturer narrative:
Additional information: b5, h10 (clinical review) the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no indication the patient experienced a serious injury as result of this blood loss. It was unknown why the patient¿s blood was not returned before the disposal of the cassette as it states in the multifiltratepro instruction for use blood can be manually returned to the patient via the integrated hand crank. Additionally, the amount of blood loss in this instance can be considered non-life-threatening as most blood donations call for 500 ml of blood without deleterious effect to the donor. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius or xenios product.

Event description:
The type of alarm that occurred was a 9040.1 alarm which was caused by a software failure. There were no other issues leading up to the alarm. The machine has been repaired since the event. The lp 1202 and flash card were replaced. The machine is fully operational again, except for the 9040.1 issue. The patient's treatment was reportedly restarted with an alternative device. It was confirmed the patient experienced a serious injury due to the blood loss and they needed blood substitution. No specific patient symptoms were reported. It was reported that the patient received the blood transfusion because of low hemoglobin, and a risk of insufficient tissue oxygenation. The patient was given one erythrocyte bag (+/- 300 ml). No other medical intervention was provided.

Event description:
The type of alarm that occurred was a 9040.1 alarm which was caused by a software failure. There were no other issues leading up to the alarm. The machine has been repaired since the event. The lp 1202 and flash card were replaced. The machine is fully operational again, except for the 9040.1 issue. The patient's treatment was reportedly restarted with an alternative device. It was confirmed the patient experienced a serious injury due to the blood loss and they needed blood substitution. No specific patient symptoms were reported. It was reported that the patient received the blood transfusion because of low hemoglobin, and a risk of insufficient tissue oxygenation. The patient was given one erythrocyte bag (+/- 300 ml). No other medical intervention was provided.

Manufacturer narrative:
Plant investigation: despite what was initially reported, the manufacturer stated that a sample was returned for evaluation. Machine files were not available due to cf card problems. The cf card was replaced and then sent back for investigation. An evaluation of the flight recorder was performed. No treatment data was recorded in the data recorder on the event date. In conclusion, a software error occurred which ultimately resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿supplied materials¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The investigation of the returned pcb lp1202 showed that the 9040 error was caused by a defective controller ic 12 on lp1202.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine crashed during a patient¿s continuous veno-venous hemodialysis (cvvhd) therapy. The screen went black and a continuous unspecified alarm went off. The failure occurred thirty-two hours after the start of cvvhd therapy. The patient¿s treatment was discontinued and their blood was not returned. Estimated blood loss (ebl) was approximately 500 ml. The following morning, the patient reportedly received a blood transfusion. Other than the blood loss, there were no reports of any patient injury or harm. The sample was not available to be returned for evaluation.